Event description:
The manufacturer became aware of a dreamstation auto CPAP device with a complaint for life-related smell and legal label worn away. There was no report of serious patient harm or injury. The device was returned, and the manufacturer confirmed life related smell, wearing away in legal label and dirt caused by rust.